Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for dystonia and movement disorders reported they were having a problem with their device. No medical symptoms were reported. No further complications were reported.